Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had a scratch on it after implantation into the patient's operative eye. The surgeon replaced the iol. Through follow up we learned that the lens was removed and replaced during the same procedure. No further detail was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: feb 14, 2024. Section h3 - device evaluated by manufacturer? Yes. Section h4 : device manufacturer date: jul 12, 2023. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens reveal that it was cut in half with one half of the lens missing and coated in viscoelastic residue. The lens was cleaned revealing scratches and damage on the edge of the lens. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.